Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) and the flash drive. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, when powered on, a 980 ventilator generated a loss of communication diagnostic message that rendered it into an inoperative state. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.